Event description:
A user facility reported that the surgeon removed an intraocular lens (iol) due to a crack. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the problem met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/04/2009 and 05/27/2009 by mail. A completed questionnaire has not been received. This report was mailed to FDA on: 05/29/2009.